Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds that was suspected to be due to ra undersensing of atrial fibrillation (af). Reprogramming occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.